Event description:
It was reported by the customer that he was hospitalized for high blood glucose levels. Blood glucose level at the time of hospitalization 800mg/dl. Customer reported that he was treated with an insulin injection. Customer's blood glucose level at the time 375mg/dl. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.